Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on(B)(6)2024 using a large flexnav delivery system. The patient was in sinus bradycardia with 1st degree heart block at the beginning of the procedure. A pre-dilatation was conducted. Post-pre-dilatation the patient went into right bundle branch block. The device was implanted. The final implant depth was 4mm. On an unknown date the patient went into complete heart block. It was reported that on (B)(6)2024 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of first-degree atrioventricular block and was in sinus bradycardia with 1st degree heart block at the beginning of the procedure, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the patient went into right bundle branch block after the pre-dilatation, and the patient went into complete heart block sometime after the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that a combination of patient condition (history of heart block and arrhythmia) and procedural conditions (pre-dilatation). However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.